Event description:
It was reported via repair work order that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the zoom is inoperable due to the batteries dying while zooming. Inoperable zoom drive is not likely to result in serious injury or death because the failure would be obvious to the caregiver and the unit would be mobile manually if needed.

Manufacturer narrative:
Ordered new battery.

Event description:
It was reported via repair work order that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.